Event description:
This lead was implanted on (B)(6) 2009. A call to technical services on (B)(6) 2012 states that the system will be explanted due to infection. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).